Manufacturer narrative:
Results - no product will be returned for evaluation.

Event description:
In early 2009, the patient's father reported that when he fills the patient's cartridges with insulin several tiny air bubbles form. He stated this results in the patient having elevated blood glucose readings of over 300 mg/dl. He stated the issue began approx seven months later, and did not occur with her previous cartridges that had longer needles. He said he uses room temperature insulin to fill the cartridges. A request for additional training was submitted. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.